Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a failed battery test alarm. The customer tried to glue a piece of metal that had fallen off from inside of the battery cap. After attempting to do so, the insulin pump alarmed failed battery test. The customer is being sent a replacement battery cap. The insulin pump is not being returned for analysis.